Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that this was a moderately calcified lesion in the distal lad artery with 85% stenosis in the distal of 2.5 mm. A bmw guide wire was used to track down the artery with difficulty. An attempt was made using another company's balloon catheter to support the bmw, and with much effort of torquing the guide wire, the bmw separated. The proximal end of the guide wire was pulled out and with the other company's balloon catheter in the artery, the balloon catheter was pushed further into the separated piece of the guide wire and inflated to 4 atm. With some great effort, the guide wire was removed. The case was abandoned. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. The conclusion is that the guide wire may have been over torqued, but the cause of the resistance on the tip is uncertain; however, resistance with the vessel seems the most probable.